Manufacturer narrative:
Device is a combination product.

Event description:
Reportable based on device analysis completed on 03sep2018. It was reported that crossing difficulties were encountered. The 95% stenosed, 38mm long target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 38x3.50mm promus premier drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage. Device evaluated by MFR: promus premier ous mr 38 x 3.50 mm stent delivery system was returned for analysis. A visual examination of the stent found damage to the first distal stent row with stent struts lifted. The undamaged crimped stent outer diameter was measured and was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis. The investigation conclusion is adverse event related to procedure.